Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed using the live monitor in the control room with a delay of less than 20 minutes. A philips field service engineer (fse) inspected the system on site. Upon troubleshooting, the fse identified that the ippc was not outputting the live image and disconnected an unused second video port. To resolve the issue, the fse checked for 5 v at the splitter box and restarted the system with ippc x33 disconnected. The system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to tried again with same device and it worked fine which successfully leads completed on same with minimal delay is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.